Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. On (B)(6) 2025, increased impella left-device (ld) flow and laboratory evidence of hemolysis were noted. The patient had been on impella p8 from 10/7 at 1000 until 0500, when the level was reduced due to worsening hemolysis. Impella support was decreased to p7. The patient remained on vasopressin and epinephrine, and milrinone had been started the prior afternoon for elevated systemic vascular resistance and pulmonary artery pressures. The patient was diuresed with bumex overnight. The patient remains hemodynamically supported on p7, and the plan is to proceed with left ventricular assist device (lvad) implantation on tuesday. Cardiothoracic surgery confirmed no change in device position. Hemolysis was observed based on laboratory findings. The patient survived the procedure.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Major bleed: clinical details note bleeding from the mouth throughout the case. The cause of the major bleed was not determined since insufficient clinical details were provided. Arrhythmia: the cause of the injury was unable to be determined due to insufficient clinical details. Hemolysis: increase in ld noted as well as hemolysis in labs. No logs are available to review. The cause of the hemolysis was unable to be determined due to insufficient clinical details. Device in wrong position: the cause of the positioning issue was unable to be determined due to insufficient clinical details.